Event description:
It was reported to philips that multiple studies had not yet been archived. As part of further analysis, additional information indicated that there were missing folders. The device was in clinical use at the time of event, and no adverse events or harm were reported in the complaint. The investigation is ongoing for this complaint.